Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they experienced dizziness and withdrawal at an airport. The patient later went to his pain management physician, who performed a pump reset procedure. The patient reported that he felt fine afterwards. The pain management facility was contacted for additional information, but had no additional information.

Event description:
A health care provider reported that the reported event involved a medtronic synchromed pump, not a flowonix prometra ii pump. Additionally, the event occurred in (B)(6) 2011, when the patient's synchromed pump went into "safe mode" after passing through airport security. The patient has had no issues with their current prometra ii pump.

Manufacturer narrative:
Updated in this report. Corrected g8 per request of FDA, dated (B)(6) 2020. Internal complaint number: (B)(4).